Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) powered off was confirmed during the functional testing. The root cause of the reported complaint was a defective processor board, likely as a result of normal wear and tear. The autopulse platform is a reusable device and was manufactured in may 2010, and it is more than 10 years old, well beyond its expected service life of 5 years. Upon visual inspection, the front and bottom enclosures were observed cracked. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of user mishandling such as a drop. The front and bottom enclosures were replaced to remedy the observed issues. Unable to recover data archive due to defective processor board. Initial functional testing could not be performed due to the platform powered on and shut off immediately, thus confirming the reported complaint. To remedy the reported issue, the processor board was replaced. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the training, the autopulse platform (sn (B)(4)) powered off. Different batteries were tested in the platform, but the issue persisted. No patient involvement.